Manufacturer narrative:
Product evaluation: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implantation, he is seeing vertical double vision. The vertical double vision is affecting ability to drive. The lens remains implanted.